Manufacturer narrative:
Subject device remains implanted.

Event description:
During the follow up, imaging confirmed part of the coil was protruding out of the second division of the anterior cerebral artery-a2 segment. There were no clinical consequences to the patient.

Manufacturer narrative:
Corrected date from (B)(6) 2018 to (B)(6) 2018. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event cannot be determined.

Event description:
During the follow up, imaging confirmed part of the coil was protruding out of the second division of the anterior cerebral artery-a2 segment. There were no clinical consequences to the patient.